Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID neu_recharger_acc, product type: recharger. (B)(4).

Event description:
It was reported that the patient did not use their recharging belt to recharge because they kept losing coupling bars when they moved. The patient recharged 3 days prior to the report and used their own method that didn¿t require the belt to recharge. The patient didn¿t use their therapy very often because they weren¿t in pain all of the time. The patient¿s pain was acute and not severe. They typically experienced pain when they were golfing and sitting on a flight for hours overnight. The patient had not done either of these activities since they were implanted but once they did them they would know if their therapy was working. The patient¿s stimulation was on at the time of the report but they did not like the setting. The patient noted that when they stood up it felt good but when they sat down and leaned against the cushion the stimulation felt heavy and like it was shocking. They were going to work with a manufacturer representative to reverse the setting. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was seen on (B)(6) 2014. The patient programs were adjusted to fine tune stimulation. The cause of the event was determined to be typical post-operative adjustments and changes. The event was not device related. The patient texted manufacturing representative on (B)(6) 2014 and stated that stimulation was effective and the patient had been able to return to playing golf.